Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer was instructed to reset pump to clear malfunction alarm. There was no adverse impact to the customer's blood glucose level.